Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the handpiece device and the reported condition that the device had intermittent operation and was generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the yellow color ring of the attachment coupling had partially come off, the device was leaking from the front plate, the housing had a groove resulting from the lock plate of the lid; therefore the lid became overturned even though it was in lock mode. It was further determined that the device failed pretest for leakage test, check the cannulation, check roundness of the housing, and check the fitting of the lids. It was determined that the root cause of the lid leak tightness test failure and unable to insert the k-wire was due to component failure due to normal wear. It was further determined that the cause of the worn housing was due to user error. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products and therapy dates: power module devices, and lid devices ((B)(6) 2020). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery testing it was observed that the handpiece device did not work after attaching two power module devices. According to the reporter, after removing the power module devices and pushing the buttons of the power module device for a longer period of time, the power module device did work, so it was determined that the power modules were working fine. It was reported that the power module was attached to the lid of the handpiece device and the trigger of the handpiece device was pulled, but the handpiece device did not work. It was reported that when the devices were checked the day before the operation the handpiece device was moving. The procedure being performed was a open reduction internal fixation (orif) surgery for femoral subtrochanteric fractures. It was reported that after switching to oscillating mode and trying various things such as forward rotation and reverse rotation, the handpiece device suddenly started to move. It was reported that at that time, part of the handle was hot, so the handpiece device was only used for reaming and radiolucent-drive, and for the rest of the procedure a hospital owned power tool was used. It was reported that when used with reaming and radiolucent-drive, the handpiece device worked without any problems. It was reported that there was no delay in the procedure. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.